Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b4, b5, b6, b7, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address periprosthetic fracture of the patella and tibial component subsidence approximately three (3) weeks post-operatively. All components were removed and the patella was secured with a plate and screws. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Medical records provided confirmed the reported tibial subsidence and periprosthetic patellar fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address periprosthetic tibial fracture approximately three (3) weeks post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D11 - concomitant devices - persona medial congruent articular surface left 12mm catalog #: 42512100712 lot #: 66285379, persona cruciate retaining standard femoral component left size 6 catalog #: 42508606001 lot #: 66639180, nexgen trabecular metal standard primary patella catalog #: 00587806529 lot #: 66661882. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.